Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient had their superion interspinous spacer device was explanted due to worsening of their pre-existing symptoms. The physician chose to explant the device and replace it with a fusion device. No further information has been obtained despite good faith efforts.